Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 10/4/2016 under wo #209464 and shipped on 12/08/2016. Manufacturing record review: DHR 209464 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned to csi 8/20/2018 for repairs due to damage. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 96125, this unit was at csi on 4/9/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was physically damaged. Root cause is being attributed to end user handling error. Corrective actions: the unit was repaired, tested to specifications and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated: "defrost button broken". 1216677-2021-05-0000159 900001 ll100 cryosurgical (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Defrost button broken. Order: (B)(4). Confirmed complaint: defrost trigger broken off. Ll100 cryosurgical 900001. E-complaint- (B)(4).